Event description:
This case was reported by a lawyer and described the occurrence of neuropathy in a (B)(6) male pt who used super poligrip (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt used super poligrip at unk dosing. At an unk time after using super poligrip, the pt experienced neuropathy, zinc high, copper deficiency, and nerve damage. This case was assessed as medically serious by gsk. At the time of reporting, the events were unresolved. According to the legal complaint, the pt received full upper and lower dentures in 1989. The pt's denture adhesive product of choice was super poligrip (and/or other super poligrip branded products). The pt discontinued use of super poligrip in or about (B)(6) 2010 when he was diagnosed with neuropathy attributed to excess zinc and resulting copper depletion attributable to super poligrip. The pt now "suffered profound and permanent neurological and other injuries attributable to his use of super poligrip." The pt was unable to "perform his normal, customary and daily activities." The pt's injuries were considered permanent and would continue into the future.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).